Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 2:00pm at the end-users home. Reporter stated that the end-user felt as though his blood glucose was low, so he attempted to perform a blood glucose test and his prodigy meter would not power on. Reporter stated that the end-user had oatmeal, water and a glucerna shake prior to seeking medical attention. A normal result for him at that time of day is around 113-130 mg/dl. Reporter stated that the end-user then went to an urgent care to have his blood glucose taken. Reporter said his blood glucose was 88 mg/dl when they arrived at the urgent care but due to his blood glucose continuing to drop they called ems to transport the end-user to the hospital. The end-user was given a glucose shot at the urgent care while waiting for ems to arrive. Ems arrived about 30 minutes later. Reporter stated that his blood glucose was checked by the ems but doesn't recall what the result was. The end-user was given a glucose pill and a shot by ems. The end-user was at the hospital for about 5 hours and he wasn't admitted. Routine tests were performed by the hospital and all results were normal. The end-user takes 74 units of levemir at bedtime and has a sliding scale for his novolog that goes as follows: 70-150 mg/dl no insulin 151-200 mg/dl 2 units 201-300 mg/dl 6 units. The end-user was treated at (B)(6) medical center located at (B)(6). Upon discharge he was instructed to follow up with his primary care doctor. No additional information was provided.